Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found there was usb (universal serial bus) connection issue due to the mpu (main processor unit) printed circuit board assembly. Analysis also found an error in the programmer software history file. It was noted the stylus, rf (radio frequency) head, and the power cable were missing. (B)(4).

Event description:
It was reported the programmer was defective, did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.